Event description:
The user facility reported that water flowed from their reliance synergy washer causing water to flood the room where the unit is located. No injuries or procedural delays reported. Property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit and found failure of the drain hose clamp. The drain hose became disconnected from the clamp allowing water to flow out onto the floor. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.